Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an interlink catheter extension set leaked after injection of tetrofosmin. The set was reported to be leaking from a separation of the tubing from the luer connector. The reporter stated that the line had been flushed with saline and the injection had been performed with no issues. Forty minutes after the injection, blood leaked out of the extension set. There was no patient injury or medical intervention associated with this event. No additional information is available.